Manufacturer narrative:
After the device was returned to olympus, the scope was sent to an independent laboratory for culture testing and the results are pending. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air/water channel on the evis exera iii colonovideoscope tested positive for over 100 colony forming units (cfu) of achromobacter species and pseudomonas aeruginosa. The suction channel tested positive for 12 cfus of pseudomonas aeruginosa. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and the hygiene microbiological investigation report. The cleaning, disinfection, and sterilization checklist was not made available by the customer. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Four (4) colony forming units (cfus) of staphylococcus a. Coagulase negative were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found though there were several technical defects such as insulation failure at distal end, lens chipped, rubber glue worn out, insertion section wrinkled, rubber cut/leakage, universal cord wrinkled, insufficient angulation, and distal end scratched. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.